Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd893990 and gd894188 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Event description:
This is report 3 of 3 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). On an unreported date, dianeal therapies were withdrawn and the patient switched to hemodialysis. The patient was hospitalized for the event. Treatment for peritonitis included an unspecified antibiotic (route not specified, dosage and frequency not reported). Both the cause of peritonitis and the causative organism were unknown. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). The patient was discharged from the hospital.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted. (B)(4).